Event description:
The customer reported non-reproducible, elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The elevated result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The emergency room (ER) personnel requested the sample be retested and a lower result, within the normal reference range, was obtained. The customer indicated the sample had been at room temperature between tests, for two hours. A new sample collection was obtained from the patient and analyzed twice from the same cup and produced two results that were within the normal reference range. The samples were collected in lithium heparin tubes and centrifuged at 3,380 rpm (rotations per minute) for ten minutes, at room temperature. Samples were filtered into 0.5 ml cup and normal in appearance. Quality control and system check passed within specifications prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed high sensitivity system check, which failed to meet specifications. The fse replaced the incubator belt bearings and the wash carousel bearings. The fse calibrated the incubator belt and verified it was within limits. The fse completed system check and high sensitivity system check; both passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is hardware malfunction due to failure of the incubator belt and/or the wash carousel bearings. A definitive cause is not known. Beckman coulter continues to track and trend any event related to this issue.